Manufacturer narrative:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is provided in this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020 with a blood glucose level of 500 mg/dl. The customer was treated with insulin drip. The insulin pump had cracked and the clip rail at the back was broken off. The customer had been using insulin pump system within 48 hours of the reported high blood glucose event. The auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Correction has been made to this report as it is a duplicate to MDR number 2032227-2020-137257.